Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional found signs of repeated use and a fracture on the anterior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. Device history record was reviewed and no discrepancies were found. The fractured provisional component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Device hs been received. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device broke at an unknown time. Surgeon believes that the bottom of the shim gets hung up on the tibial sizing plate when used for trialing. No adverse events have been reported as a result of the malfunction.